Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from the device was reported to have been performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened, and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the premature battery depletion was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely. Initial: the device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. This device was replaced and returned to boston scientific for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.